Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgical technologist reported that during the vacuum test of a cataract extraction with intraocular lens implant procedure a system message was displayed and the vacuum test failed. The vacuum test was performed again and it passed. During the procedure there was an issue with low vacuum during both irrigation/aspiration and phacoemulsification. The case was completed with no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 30, 2014. Based on qa assessment, the product met specifications at the time of release. The reported event was not replicated as the system was found to meet specifications. Therefore, the cause of the reported event cannot be determined conclusively. (B)(4).